Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure. The explanted devices were not released by the facility. Additional information was received that the location of the infection was around the ipg site. Symptoms included sickness and pain. The physician did not believe it was device and procedure related. The patient was placed on antibiotics. The patient underwent spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively and no longer has infection.

Manufacturer narrative:
Exact date unknown, event occurred approximately three months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7071675.

Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure. The explanted devices were not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.